Event description:
It was reported that removal difficulty was encountered and shaft break occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary vessel. A 3.25mm x 15mm nc emerge balloon catheter was advanced for post dilatation. However, during inflation at 20 atmospheres, the wire lumen got flattened and the wire got stuck. Severe resistance was encountered upon removing the device and when it was pulled out as it was, the joint between the distal shaft and the hypotube got separated. The distal shaft was removed together with the wire and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks to the hypotube, inflation lumen, and guidewire lumen. The inflation lumen is separated 33.4cm from the tip and the distal section of the separation appears to have been stretched. Microscopic examination revealed that the inflation lumen is stretched 115.3cm from the hub. The guidewire lumen is buckled 3.5mm from the tip and is approximately 8.5mm long. The guidewire lumen prolapsed approximately 12mm from the tip and the tip is damaged. There is blood present in the inflation lumen and guidewire lumen. There is contrast present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that removal difficulty was encountered and shaft break occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary vessel. A 3.25mm x 15mm nc emerge balloon catheter was advanced for post dilatation. However, during inflation at 20 atmospheres, the wire lumen got flattened and the wire got stuck. Severe resistance was encountered upon removing the device and when it was pulled out as it was, the joint between the distal shaft and the hypotube got separated. The distal shaft was removed together with the wire and the procedure was completed. No patient complications were reported.